Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer via telephone to address the reported event. Fse explained that the peak pattern error was when the filter was changed, but the filter screw not tightened, resulting in a leaking and causing the peaks not to register. The customer tightened the filter screw which was successful in resolving the peak pattern errors and retention time issues. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were two similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 211 peak pattern error: explanation: peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis & wash solution. The most probable cause of the reported event was due to operator error.

Event description:
It was reported that the customer received "211 peak pattern" errors with their g8 analyzer. Technical support (ts) instructed the customer to adjust the flow rate (fr) from 1.10 ml/min to 1.13 ml/min, reboot, recalibrate and to call back if the error persisted. The column count (cc) was noted to be 2200 injections, and the patient's retention time (rt) was 0.63 minutes. The customer called back to report that the error reoccurred as soon as the analyzer was turned back on. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.